Manufacturer narrative:
H3: product analysis confirmed that the touchscreen was not responsive in certain areas of the display due to physical damage to the lower right corner of the bezel and housing. Also, there was broken spacer screw holes on bezel. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 8253200, serial/lot #: (B)(6)/218187255, UDI#: (B)(4). H3: product analysis for product ID: 8253200, serial/lot #: (B)(6)/218187255 concluded that the reported issue was not confirmed. However, there were missing spare fuses and worn wave washers in the device. H6: codes of fdr c07, fdr c070606, fdc d20, fdc d1102, img g04138 and img g0201202 are applicable for product ID: 8253200, serial/lot #: (B)(6)/218187255. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that intra-op, the nim system was reading even without anything plugged in. There was no patient impact.